Event description:
As reported, in 2008, a gore tag thoracic endoprosthesis was successfully implanted. However, resistance was felt upon removal of the 22 fr gore introducer sheath with silicone pinch valve. Intimal tissue was found on the sheath, the pt's blood pressure dropped from 125 systolic to 40 systolic, and part of the iliac artery avulsed. An occlusion balloon was immediately placed into the vessel and the rupture was surgically repaired. The pt left the or in stable condition.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.